Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2017-00099 / 00101).

Event description:
Patient enrolled in a clinical study reported experiencing swelling and mild effusion of the right knee approximately two years post-implantation. Patient reported swelling was related to steroid use.